Event description:
It was reported that during a diagnostic bronchoscopy procedure, the bronchovideoscope's image intermittently appeared and disappeared, even when the cord was adjusted. Additionally, a white balance error occurred, and despite attempts to white balance, the image did not appear on the screen. The procedure was completed using a backup device, with no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d9, d10, e4, h2, h3, h4, h6, h11. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty ccd caused image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.